Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention for mesh removal and permanent injury; however, no details have been provided. A valid lot number was not provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Device evaluated by MFR: not returned.

Event description:
Attorney alleges that on or about (B)(6) 2018, the patient underwent surgery for repair of a left inguinal hernia and a bard/davol perfix plug was implanted to repair the hernia defect. Attorney alleges that on or about (B)(6) 2019, the patient underwent an additional procedure to remove the mesh. The patient was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain, mental anguish, disability, hospitalizations and additional surgeries. It is also alleged that the patient has undergone and will likely require in the further other forms of care and medical treatments. Attorney also alleges that the device was defective.